Event description:
Information received indicates the brake would set, but the casters would swivel when pushed from the side.

Manufacturer narrative:
The technician found the brake casters were worn. The technician replaced brake casters to repair the stretcher.